Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Reference update per investigation results. Zimvie received one (1) xifnt485, (osseotite tapered certain implant 4 x 8.5mm) for evaluation. No damage was identified with the associated product. Visual evaluation was performed, there was bone and blood debris on the implant¿s external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2021111016. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021111016 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : non integration : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) xifnt485, (osseotite tapered certain implant 4 x 8.5mm) for evaluation. Additionally, a isha43 healing abutment was returned. No damage was identified with the associated product. Visual evaluation was performed, there was bone and blood debris on the implant¿s external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2021111016. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021111016 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : non integration : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth site #3 failed to integrate due to sinus perforation and had to be removed. Abscess and pain were reported as a result of the event. The procedure was not completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.